Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the inner jaw the part near the handle was bent so that the user found it difficult to insert it into the shaft. The applier was sent to our technical specialist who concluded it was unrepairable.

Manufacturer narrative:
(B)(4). Upon review of the device history records for the affected lot number, we can confirm that both the correct material and correct components had been used and that the instrument meets the product specifications. All process steps were found to have been properly documented. During visual and functional examination, the following was found: pull rod bent/deformed due to excessive force applied to the handle. Due to deformation and compression of the pull rod, the applier does not run properly. Root cause is determined to be excessive force to the handle during use. No further measures will be initiated. The manufacturer will continue to monitor and trend relating complaints.

Event description:
It was reported that the inner jaw the part near the handle was bent so that the user found it difficult to insert it into the shaft. The applier was sent to our technical specialist who concluded it was unrepairable.